Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 90311u228) was advanced to the mitral valve and placed successfully. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). An additional cds (81002u161) was advanced for stabilization, but failed establishing final arm angle (faa), the clip opened when establishing final arm angle; therefore, the clip was not implanted and the cds was removed. The third cds (81002u160) was advanced and passed faa and the clip was positioned, and grasping was performed with no issues. During deployment, the arms opened, the pin was re-inserted, and the clip was re-closed. Troubleshooting was performed, and deployment was performed successfully. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects. The patient was confirmed to have a good outcome. No additional information was provided.